Event description:
It was reported that an issue occurred in regards to recharging a device. Coupling and/or communication issues were also noted. The pt states "she was able to charge quickly and now that the swelling has gone down over the ins, she is unable to get any bars to fill in the dark and loses connection quickly". Patient programmer and recharger seemed to have been working. Patient underwent surgery on (B)(6) 2010. Following the surgery, the pt no longer had problems with the system and was able to recharge successfully.

Manufacturer narrative:
(B)(4).